Event description:
Same case as manufacturer's #: 6000093-2005-00599, 6000093-2005-00600, and 6000093-2005-00602. During a drug eluting stenting treatment procedure, an acute thrombosis occurred. In 2005 the patient presented to the cath lab with mildly calcified and mildly tortuous lesions in the left anterior descending artery (lad), diagonal artery (dx), circumflex artery (cx), and obtuse marginal artery (om). The lesions were pre-dilated with a 2.5 x 20 mm maverick balloon. After predilation the physician successfully deployed a taxus express2 2.5 x 24 mm drug stent in the lad at 8 atms for 20 seconds then re-inflated again at 8 atms for 20 seconds, a taxus express2 2.5 x 12 mm drug eluting stent in the dx at 12 atms for 30 seconds then re-inflated again at 12 atms for 20 seconds, a taxus express2 3.5 x 24 mm drug eluting stent in the cx at 10 and 12 atms for 20 seconds, and a taxus express2 3.5 x 12 mm drug eluting stent in the om at 8 and 9 atms for 20 seconds. After deployment the physician was very satisfied with the result. It is noted that the patient was on angiomax during the procedure and received plavix at the end of the case. One hour later the patient was brought back to the cath lab in full arrest. CPR was initiated and a temporary pacer was inserted in the right femoral. The temporary pacer was set at 80 ppm, 10 ma, demand mode. It was determined that the lad and cx had occluded. The physician then ballooned the thrombus with a 3.0 x 20 maverick balloon, however, the patient went into ventricular fibrillation. Defibrillator was initiated two times at 360. Iabp was inserted and patient transferred out of cath lab and back to the floor. Patient expired later the day. In addition, there will be no autopsy.